Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2010 and suture was used. During the procedure, the tip of the needle broke. An x-ray was done and nothing was found inside the patient. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4) conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.